Manufacturer narrative:
Corrected e1. Initial reporter phone: (B)(6). E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6).

Event description:
The balloon got stuck in the lesion and the patient died. A wolverine cutting balloon was selected for use. During the procedure, a cutting balloon is used, but it got stuck in the lesion site. The patient passed following the procedure. It was further reported that during the procedure, the balloon was used to dilate the left anterior descending (lad) lesion at 10-16 atm and was difficult to withdraw. Angiography showed a dissection in the proximal left anterior descending (lad). The patient reported chest pain, and after an iabp was implanted via the right femoral artery, blood pressure was maintained at 110/60 mmhg, and the chest pain subsided. Attempts to anchor the balloon in the circumflex and retract the cutting balloon from the left anterior descending (lad) were unsuccessful. Through the left femoral artery, the catheter was advanced to the coronary ostium, with microcatheter assistance, and multiple guidewire attempts were made to reach the distal left anterior descending (lad). After multiple balloon dilations, the cutting balloon was successfully retrieved and removed from the body through an interventional approach, with no residual devices left inside. This resulted from the balloon not fully recoiling, causing entrapment within the coronary artery, coronary vessel occlusion, and subsequent myocardial ischemia. The patient passed away following the procedure.

Event description:
The balloon got stuck in the lesion and the patient died. A wolverine cutting balloon was selected for use. During the procedure, a cutting balloon is used, but it got stuck in the lesion site. The patient passed following the procedure. It was further reported that during the procedure, the balloon was used to dilate the left anterior descending (lad) lesion at 10 to 16 atm and was difficult to withdraw. Angiography showed a dissection in the proximal left anterior descending (lad). The patient reported chest pain, and after an iabp was implanted via the right femoral artery, blood pressure was maintained at 110/60 mmhg, and the chest pain subsided. Attempts to anchor the balloon in the circumflex and retract the cutting balloon from the left anterior descending (lad) were unsuccessful. Through the left femoral artery, the catheter was advanced to the coronary ostium, with microcatheter assistance, and multiple guidewire attempts were made to reach the distal left anterior descending (lad). After multiple balloon dilations, the cutting balloon was successfully retrieved and removed from the body through an interventional approach, with no residual devices left inside. This resulted from the balloon not fully recoiling, causing entrapment within the coronary artery, coronary vessel occlusion, and subsequent myocardial ischemia. The patient passed away following the procedure. It was further reported that the patient did not die in the hospital.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. There is no evidence that the device was used in a manner inconsistent with the labelled indications. A review of the products instructions for use (IFU) notes that the following applicable events are listed as known adverse events associated with device use: vessel occlusion, myocardial ischemia or infarction, vessel injury (perforation, dissection, rupture, aneurysm, pseudoaneurysm, arteriovenous fistula) possibly requiring surgical intervention risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of cause not established. This code was selected as the most probable complaint cause based on the information available. The complaint reported that this wolverine cutting balloon got stuck in the lesion. Angiography showed a dissection in the proximal left anterior descending (lad). The patient reported chest pain. Attempts to anchor the balloon in the circumflex and retract the cutting balloon from the left anterior descending (lad) were unsuccessful. This resulted in the balloon not fully recoiling, causing entrapment within the coronary artery, coronary vessel occlusion, and subsequent myocardial ischemia. After multiple balloon dilations, the cutting balloon was successfully retrieved and removed from the body through an interventional approach, with no residual devices left inside. Although it is noted that the events of 'vessel occlusion'; 'ischemia' and 'dissection' are listed in the product's instructions for use (IFU) as known adverse events associated with device use, it is not clear why the wolverine device got stuck in the lesion and how this may have contributed to the patient harms which occurred. A full manufacturing review was performed into this particular batch of device 37466638 and the review confirmed that no issues existed with this batch of device. All batches associated with this top assembly batch were processed within the process specifications. No manufacturing issue was identified that would contribute to this complaint.

Event description:
The balloon got stuck in the lesion and the patient died. A wolverine cutting balloon was selected for use. During the procedure, a cutting balloon is used, but it got stuck in the lesion site. The patient passed following the procedure.

Manufacturer narrative:
E1initial reporter facility name - (B)(6) hospital, (B)(6).